Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone source. Troubleshooting was performed by power cycling the cv-190 and reconnecting the scope. After restart, the reported b30 error cleared, and the scope image was restored. No further errors or image disruption were observed. The device functioned as intended, and no further technical assistance was required. The customer informed tac of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (b30). The issue occurred during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.